Manufacturer narrative:
Product has been received by zimmer biomet. "Review of photos provided confirmed the complaint report as the ean label does not match the product label. Review of the device history records determined that there were no deviations for this part and lot combination. Review of inspection criteria, i00051, determined that the product label is inspected for accuracy. Review of work instructions, wid0007, determined that the operator is required to verify that the ean label matches the product label. Since the ean label does not match the product label this part was likely non-conforming when it left zimmer biomet control. The root cause is attributed to operator error." Review of complaint history found no additional related issues for this item.review of device history records found these units were released to distribution with no deviations or anomalies. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during inspection at zimmer biomet (B)(4) on (B)(6) 2016, it was found that the authorized rep label was for a different part and lot number. There was no patient involvement.